Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
As per the speech therapist, the bilaterally implanted patient has a difference in the performance with the two implants. In situ measurements of the concerned device show 5 electrode channels with high impedance status. The patient will be followed up regularly.

Manufacturer narrative:
Additional information: based on the received information and impedance measurements, damage to the active electrode is suspected likely caused by minute device mobility. To determine an exact root cause a device investigation would be necessary. Explantation is not being considered at this time.

Event description:
The patient has a different performance with the two implants (bilateral user). As the patient's situation has remained stable, there is no re-implantation planned at this time.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during investigation are most likely related to explantation surgery. The investigation results appear to match the symptoms mentioned in the recipient report. This is a final report.

Event description:
The recipient has a different performance with the two implants (bilateral user). As the recipient_s situation had remained stable, there was no re-implantation planned at the time. Per further information received, the recipient was re-implanted